Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. If further information becomes available, a supplemental report will be submitted. Resmed reference#: pr 3532544

Event description:
It was reported to resmed that a patient developed dyspnea and a decrease in oxygen saturation to 74% allegedly due to delivery failure of a stellar 150 device. The device was replaced. The patient's oxygen saturation increased to 96% and the patient's dyspnea improved.